Event description:
Related manufacturer report number 2017865-2021-37299. It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead and on the device. Provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.